Manufacturer narrative:
Monoject 35ml syringe. The customer¿s report that the syringe was noted to be empty after approximately 2 hours was confirmed. Review of the pcu event log showed that at 7:57 pm on (B)(6) 2017 the device was programmed to infuse morphine 1mg/1ml in pca only mode for a dose of 2.4mg with a lockout interval of 8 minutes and max limit of 14.4mg/hour. The starting volume detected in the syringe was 28.5886ml. The user selected yes in response to a guardrails warning stating "max limit exceeds 12mg/1hour. Proceed?" The infusion was then started. Within the first hour 6 pca dose requests were delivered for a volume infused of 14.4ml. There were 5 more requests made which delivered 12ml and a 6th pca request which delivered the 2.1668ml remaining in the syringe. The total volume infused equaled the starting volume in the syringe. Testing of the pca module showed no anomalies. The root cause of the syringe emptying after approximately 2 hours was the programming parameters selected for the infusion.

Event description:
The customer reported that a 30mg/30ml morphine infusion (pca only) with a dose of 2.4mg, lockout interval of 8 minutes, and max limit of 14.4mg/hr was noted to be empty after approximately 2 hours. There was no patient harm however the patient did not get pain relief. The patient received 88mg of morphine in approximately 12 hours and lactated ringer was also infusing at 120ml/hr.